Manufacturer narrative:
The serial number of the device involved in the reported event was not provided therefore we were unable to review the manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report 2 of 3.

Event description:
A report was received from a user facility in the (B)(6) indicating that during a cataract procedure, while on sculpt ultrasound, a foreign body entered the patient's eye through the ultrasound handpiece. The surgeon removed the particle without any injury or consequences to the patient.